Event description:
It was reported via repair work order that the patient left siderail could not be latched in place due to a damaged spindle spacer and rivet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.